Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, xanthelasma-like reaction, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler could not be reviewed as the lot number was not reported. Or l, eviatar ja, massry gg, bernardini fp, hartstein me. Xanthelasma-like reaction to filler injection. Ophthal plast reconstr surg 2016; doi: 10.1097/iop.0000000000000722. This medical device report pertains to one of three patients mentioned in the article with treatment confirmed as radiesse brand dermal filler. Other related medical device reports from this article are: 2135225-2016-00018 and 2135225-2016-00019.

Event description:
This literature report concerns a (B)(6) female patient who experienced serious adverse reaction of xanthelasma-like reaction after administration of radiesse in the lower eyelid region. Injection details are unknown since none of the authors was the injector. The patient had no history of xanthelasma previously. The xanthelasma-like reaction occurred 10 months after radiesse injection. Presentation included swelling and yellow deposits of both lower eyelids in the area of injection. In the opinion of the authors, the swelling possibly suggested an underlying inflammatory reaction. The patient elected not to have any treatment. The location of the xanthelasma-like reaction in the area of filler injection appeared within a reasonable time-frame post injection to imply a connection. For these reasons, the authors felt strongly that there was a causal relationship between radiesse and xanthelasma-like reaction.

Event description:
Follow up information was received on 11-jul-2016: the patient was seen by the physician long after the initial injection and he only saw the consequences long after the filler was placed. The physician noted he was aware that this was not the known yellowish reaction seen after radiesse treatment, which faded over time. These lesions never went away, unless they were excised and even then they were not 100% gone.